Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2017 to have their scs system replaced. Issue has been resolved.